Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block d4, h4: detailed product information was not provided to bsc. The lot number was reported to be not available per account. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the balloon ruptured. It was reported that no piece of the balloon detached inside the patient. The procedure was completed using another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.